Event description:
A confirmed motor stall noted in the event logs on (B)(6) 2011 with no recovery was reported. It was also noted that the pump had stalled on (B)(6) 2011 and recovered on the same day. Drugs delivered via the device were morphine 10mg/ml and bupivacaine 30mg/ml. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the pump was turned down to minimum rate and the patient would decide if he wanted the pump replaced or removed.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk.